Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4) compared to the results from a laboratory using dade innovin reagent. Of the data provided, only the following results were discrepant. At 9:30 a.m., the result from the laboratory was 1.5 inr. At 10:00 a.m., the result from the meter was 2.1 inr. The customer was told to increase the dose of warfarin. There was no allegation of an adverse event. The customer was not polycythemic, did not have antiphospholipid antibodies, not on direct thrombin inhibitors, no heparin, no illness, no new medication, no change to coumadin dose, no diet changes, and no symptoms of bleeding or bruising. The customer was anemic. The last known hemoglobin was 9.6 and hct was 28-29%. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. The strips were no longer available as they were all used. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr; donor 2 inr: 2.9 inr. Donor 1 hct: 43%; donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr; customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.9 inr; customer meter with masterlot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. The results alleged by the customer were not observed in the meter memory. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.